Manufacturer narrative:
Information contained in this report was previously submitted through psr on 30/jan/2009. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of nipple sensation increase/decrease is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nipple sensation increase/decrease. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported loss of nipple sensation. Device has been explanted. This record is for the right side.